Event description:
During the permanent procedure, the doctor damaged the extension while attempting to tunnel the device. The wires were found to be fractured. As a result, another extension was used to successfully complete the procedure.

Manufacturer narrative:
Results - a visual inspection of the returned extension revealed all of the internal wires were broken. No external damage to the extension was noted. The damage to the extension wires is consistent with sudden overstress during attempted implant. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.